Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 52-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that a patient experienced a cerebral infarction and later passed away. Upon impella insertion, a thrombus was not initially seen by the cardiology doctor. It was unknown when or why the thrombus developed. Roughly ten days after insertion, the patient experienced a cerebral infarction. The patient's condition was believed to be improving following the event and the impella was explanted four days after the infarction. However, following explant, the patient experienced a cerebral hemorrhage that required a craniotomy for hematoma removal and ventricular drainage. The patient passed away as a result of the noted conditions. It was unknown if the impella caused or contributed to the infarction and subsequent passing of the patient.